Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826638) was implanted on (B)(6) 2023 in a patient with head trauma. Displayed zero offset number showed 500, while intracranial pressure (icp) value showed below zero. After computed tomography (CT) scan on november 15, 2023, sensor was reconnected to the monitor. Zero offset number showed 275 while icp value showed -46 however no improvement. By switching to other cable, zero offset number showed 504 while icp value showed -1 to 0. Since the patient¿s pulse was confirmed, the sensor was able to reach cerebral parenchyma. The product was removed and replaced, therefore icp showed 5 to 6. The number was stable even after 10 minutes. According to the information provided it is unknown if the patient had any signs and symptoms due to inaccurate icp value.

Manufacturer narrative:
The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 6791347 (sn (B)(6)), and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor or connector. Black marks on catheter body, 34cm and 36cm from distal end. Icp express read 560. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device¨.